Manufacturer narrative:
Lens returned in minimal amount of liquid, in a lens vial. Lens was returned in pieces and unable to evaluate. No similar claims were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated that a (B)(4), collamer single piece intraocular lens, +22.5 diopter was torn and there was patient contact. The reporter was unable to provide further information. If additional information is received, a supplemental medwatch report will be submitted.